Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has been hospitalized for the past two months due to variety of medical issues. She reported poor sound quality, but could hear. Due to medical reasons the device was explanted on (B)(6), 2013. Re-implantation at a later point in time is planned.